Event description:
It was reported the patient previously underwent double valve replacement surgery and received a 19 mm sjm aortic valve (medwatch # 2648612-2011-00043) and this 25 mm sjm mitral valve. In (B)(6) 2011, the patient underwent redo aortic valve replacement surgery to remove the aortic valve due to endocarditis. The valve was explanted and a 19 mm sjm regent valve was implanted (medwatch # 2648612-2011-00041). Intraoperatively the surgeon attempted to rotate the valve and one of the leaflets fractured and fell into the ventricle. The leaflet was retrieved and another 19 mm regent valve (medwatch # 2648612-2011-00044) was implanted. The patient expired the following day due to sepsis.